Event description:
It was reported that intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Reportedly, an obstruction was blocking the speaker holes. The customer addressed the events by loading a new cartridge and resuming insulin delivery. Customer's blood glucose (bg) level was reported as ¿high¿; however, a specific value was not provided. Customer delivered a bolus via the pump to address bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.